Manufacturer narrative:
Manufacture date provided. Updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system could not boot up before use. The monitor displayed black and reported no signal error. After reconnecting memories for the computer and reconnecting hard-disk cables the issue has been resolved. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site could not boot up the system and the monitor displayed "no signal error." The site reconnected memories of computer and reconnected the hard-disk cable, which resolved the issue. There was no patient present.